Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion screen. A technical support specialist (tss) dialed into station, found the structured query language (sql) dump logs reached 5gb and deleted the sql dump log, then backed up station database, retrieved the missing tx. So, the tss proceeded with full synchronized the station, after the station synchronization that issue was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on carefusion screen. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.